Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device lot number (2l44238), and no non-conformances were identified. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. (B)(4). Although it is unlikely the mitek product was a source of the patient¿s infection, with the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. A manufacturing record evaluation was performed for the finished device lot number (2l44238), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/ or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) through its health authority that a patient was given right achilles tendon rupture anastomosis under general anesthesia + nerve block anesthesia on (B)(6) 2019. The patient had an infection where a small amount of yellowish exudation formed in the patient's right achilles tendon sinus after 3 months. Then on (B)(6) 2019, under general anesthesia + nerve block anesthesia, a debridement vsd negative pressure aspiration was performed on the wound after right achilles tendon rupture was poorly healed. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device available for use to complete the surgery. There was patient involvement. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.